Event description:
Customer obtained results of "hi" (greater than 600 mg/dl), and 104 mg/dl within 10 minutes on the accu-chek compact plus meter. No action was taken based on the device readings. No adverse event reported. New system sent to customer and return requested.